Event description:
Complainant alleged that during a routine shift check by a clinician, the pacer output on the device was below the allowable value. Complainant indicated that there was no patient involvement in the reported malfunction.